Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the trilogy ev300. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module (obm) board would need to be replaced to address the issue. The obm board was sent to the customer for them to make the necessary repair to the device.